Event description:
Patient had central line changed 2 times. The 1st time the line was inserted without incident but became clogged. Physician came to look at the line and was unable to change the line over a guidewire. This was a 20cc tlc (triple lumen catheter) that is normally used. Physician contacted company. A new line was placed three days after the initial line placement. The second line was placed on the same side as first line. The second line became clotted approximately two days later. Each device is a kit: multi-lumen central venous catheterization super kit with blue flextip arrow guard blue plus catheter.what was the original intended procedure?placement of central line.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.